Event description:
It was reported that the customer's insulin pump shut off on its own and was not working. The customer's blood glucose was 8.4 mmol/l. The customer stated that the insulin pump was able to work again, but the numbers kept ramping by themselves. The customer also received the button error alarm as well as the battery out limit alarm. Troubleshooting was done. The customer did not recall any significant events prior to the button error alarm. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.